Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt was feeling stimulation only in the right back. An x-ray revealed that the lead had migrated from the original implanted position. The lead reprogrammed and did not resolve the issue. The physician advised the pt to keep the lead for six months and revise the lead if the issue persisted at the end of that. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.